Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. Therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2016, it was reported that the patient experienced low flow, speed drop, and pump stoppage alarms. The power module patient cable was exchanged. After the patient cable exchange, no further events were reported. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
Device evaluation: the report of low speed and low flow alarms was confirmed based on the information contained in the submitted system controller log file. The log file captured multiple pump stoppage events and decreases in pump speed below the low speed limit on (B)(6) 2016 between 1:43pm-1:47pm. During these events the recorded pump power levels were elevated up to 14.4 watts and the estimated pump flow rate was captured at 0 lpm. Additionally, multiple high motor current events and decreases in the supply voltage levels were captured. The electrical resistances of the returned 14 volt power module patient cable were measured using a multimeter and the patient cable passed all electrical test requirements. The patient cable was connected to a test system controller and left ventricular assist device and functioned as intended. No device related issues were identified during the investigation. The root cause of the events captured in the submitted system controller log file could not be conclusively determined based on the evaluation of the returned 14 power module patient cable. The patient remains ongoing on lvad support with no further issues reported at this time. The manufacturer is closing the file on this event.